Manufacturer narrative:
Analysis of the implantable neurostimulator found that the battery had no significant anomalies, and that it had reduced capacity due to overdischarge. This event was not life-threatening. The patient outcome has been updated to intervention required. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the patient had leg weakness, shocking and increased pain. The patient had been very happy with the implant from may until september. He then had more pain, leg weakness which required him to use his cane again and the stimulator was shocking him even if it was off. The hcp did a CT scan and an MRI that had negative results. The system was explanted and it was unknown if the issue was resolved at the time of the report. The hcp thought he may have cut one of the leads with his scissors. An impedance check was attempted, but the battery was overdischarged. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.